Event description:
The bench technician while working on the device found the temp / ibp errors. There was no patient involvement. The bench technician while working on the device found the temp / ibp errors. The device needs measurement panel and a temp/ip pca. Upon conclusion of the evaluation, it was determined that the measurement panel and a temp/ip pca require replacement. These parts were replaced. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device meets the specification for the performed service and is returned to use.